Manufacturer narrative:
Quality safety evaluation of ptc received on 14-dec -2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. Pelvic pain may occur within consumers under essure use (anticipated in the reference safety information for essure). Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 08-nov-2016 which refers to a adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. Shortly after undergoing the essure procedure, consumer was advised that her coils were properly placed. However, the post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, abdominal bloating, chronic pelvic pain, chronic back pain, excessive hair loss, excessive migraine headaches, excessive weight gain, memory loss, anxiety, metal taste in mouth, depression, insomnia, tingling in the extremities, numbness, uterine fibroids, and chronic fatigue. She had never experienced any of these conditions prior to undergoing the essure procedure. Consumer subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On (B)(6) 2015, she underwent a hysterectomy to remove her essure coils, fallopian tubes, cervix, and uterus. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic pelvic pain. Pelvic pain may occur within consumers under essure use (anticipated in the reference safety information for essure). Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.